Event description:
Initial event severity rating: event reached patient- caused minor harm or required minimal intervention. Event description: patient presented with dislodged gastrostomy tube, which had been surgically placed 15 days ago, with balloon not inflated. A new 12 fr 1.0 cm mic-key gastrostomy tube was placed, lot#: 30253033, and a tube study was done confirming good condition. Prior to placement, the balloon was tested by dr. And appeared intact. The patient went home, and the tube again fell out/became dislodged. The parents returned to the ed (emergency department). Upon examination of the dislodged tube, the balloon was not intact, and appears to have split open. This appears to be a manufacturing defect. The patient required repeat return to ed, replacement of tube again, and repeat tube study. She was again discharged home.